Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported to have original surgery in (B)(6) 2013. On (B)(6) 2013 was back to break up the scar tissue. Two months of physical therapy. On (B)(6) 2014 he was sent to a second surgeon for their opinion. Everything checked out ok but was sent to a different physical therapy office for additional work. There was some help with this. On (B)(6) 2014 he went to a 3rd surgeon and everything checked out ok. On (B)(6) 2015 he got shoe arch supports. Found good relief for about 3 to 4 months and the pain returned. On (B)(6) 2015 went back for additional physical therapy with minimal relief. On (B)(6) 2016 had 17 sessions of laser therapy with no help at all. On (B)(6) 2016 back to surgeon for a referral to allergist to see if he is allergic to the metals.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: x-ray printouts available for review are multiple undated x-rays of bilateral knee osteoarthritis, primarily involving the medial compartment. X-rays dated (B)(6) 2013, (B)(6) 2014, (B)(6) 2014 and (B)(6) 2016 are multiple views of bilateral knees demonstrating bilateral cemented total knee arthroplasties in nominal position with no pathology noted. An x-ray dated (B)(6) 2014 are multiple bone scan images consistent with bilateral post-operative total knee arthroplasties. The clinical picture described is consistent with bilateral post-operative arthrofibrosis and does not represent any evidence that factors associated with implant component design, manufacturing or materials related to the symptoms described. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review x-ray printouts available for review are multiple undated x-rays of bilateral knee osteoarthritis, primarily involving the medial compartment. X-rays dated (B)(6) 2013, (B)(6) 2014, (B)(6) 2014 and (B)(6) 2016 are multiple views of bilateral knees demonstrating bilateral cemented total knee arthroplasties in nominal position with no pathology noted. An x-ray dated (B)(6) 2014 are multiple bone scan images consistent with bilateral post-operative total knee arthroplasties. The clinical picture described is consistent with bilateral post-operative arthrofibrosis and does not represent any evidence that factors associated with implant component design, manufacturing or materials related to the symptoms described. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Additional devices noted: cat # 5510f502, lot code: eam8b, description: triathlon cr fem comp #5 r-cem; cat # 5520b500, lot code: ecdab, description: triathlon prim cem fxd bplt #5; cat # 5550-g-319, lot code: l4ax, description: triathlon symmetric x3 patella; cat # 6191-1-001, lot code: rjt145, description: simplex p full dose 1 pack, qty: 2.

Event description:
Patient reported to have original surgery in (B)(6) 2013. (B)(6) 2013 was back to break up the scar tissue. Two months of physical therapy. (B)(6) 2014 he was sent to a second surgeon for their opinion. Everything checked out ok but was sent to a different physical therapy office for additional work. There was some help with this. (B)(6) 2014 he went to a 3rd surgeon and everything checked out ok. (B)(6) 2015 he got shoe arch supports. Found good relief for about 3 to 4 months and the pain returned. (B)(6) 2015 went back for additional physical therapy with minimal relief. (B)(6) 2016 had 17 sessions of laser therapy with no help at all. (B)(6) 2016 back to surgeon for a referral to allergist to see if he is allergic to the metals.

Manufacturer narrative:
Patient information was added.

Event description:
Patient reported to have original surgery in (B)(6) 2013. (B)(6) 2013 was back to break up the scar tissue. 2 months of physical therapy. (B)(6) 2014 he was sent to a second surgeon for their opinion. Everything checked out ok but was sent to a different physical therapy office for additional work. There was some help with this. (B)(6) 2014 he went to a 3rd surgeon and everything checked out ok. (B)(6) 2015 he got shoe arch supports. Found good relief for about 3 to 4 months and the pain returned. (B)(6) 2015 went back for additional physical therapy with minimal relief. (B)(6) 2016 had 17 sessions of laser therapy with no help at all. (B)(6) 2016 back to surgeon for a referral to allergist to see if he is allergic to the metals. Update : as per patient, he had bilateral knee surgery and is experiencing pain on both knees. This pi is for the right side